Event description:
T1 biopsy with transpedicular approach biopsy needle sheared off leaving approximately 1.0 cm fragment within anterior/inferior t-1 vertebral body.

Manufacturer narrative:
Technical review of broken device indicate that the biopsy cannula tip has been exposed to high torque force. The metal tubing yielded and collapsed, followed by sheared off tip.